Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated. Additional information has been requested from the user facility regarding how the issue was noticed, and procedure completion. There was no patient involvement, no medical intervention, no surgical delay, and no adverse consequences.

Event description:
The user facility reported that the device overheated. Additional information has been requested from the user facility regarding how the issue was noticed, and procedure completion. There was no patient involvement, no medical intervention, no surgical delay, and no adverse consequences.